Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance and subsequent treatments appear to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a free perforation in the heavily calcified, very tortuous left anterior descending (lad) coronary artery. While performing angioplasty in the lad with an unspecified balloon, a dissection occurred and the vessel began to occlude due to the dissection. An attempt was then made to cross the perforation with a 2.8x16 rx graftmaster covered stent system, however, the graftmaster failed to cross to the targeted perforation due to the tortuous, calcified anatomy and due to the already occluding vessel in the dissection area. The perforation self-sealed with no intervention required and with no adverse patient sequelae, however, an intra-aortic balloon pump (iabp) was inserted for precautionary support post-procedure. The patient was observed for 3 days; there were no adverse patient sequelae, the iabp was removed, and the patient was discharged in fair condition. Reportedly, the failure to cross contributed to a clinically significant delay and prolonged hospitalization (3 days). No additional information was provided.